Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called via phone call and reported that he has a brand new insulin pump and needed assistance. Assisted customer in checking his blood glucose and how to use the bolus wizard.. Customer had a blood glucose of 40 mg/dl and he treated with food. Customer also mentioned that he might have overbolused that caused his blood glucose to go low. Customer declined low blood glucose troubleshooting. Assisted customer with bolus wizard using blood glucose of 189 mg/dl. Insulin pump would not be returning.